Manufacturer narrative:
Additional product code: hrs. Without a lot number the device history records review could not be completed. Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is for one (1) 2.7mm cortex screw. This is report 2 of 9 for (B)(4).

Manufacturer narrative:
Date of event: date of infection is not known. This report is for five (5) unknown 1.8mm buttress screws/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a hardware removal and revision surgery was performed on (B)(6) 2018. The initial surgery was performed on (B)(6) 2018 for an open reduction and internal fixation of the distal radius. The hardware removal was due to two (2) 2.7mm proximal cortical screws backing out of the bone. During the surgery there was a lot of fluid in the wound indicating a possible infection. Five cultures were taken to see if an infection is present but results are not yet available. The hardware that was removed was one (1) 2.4mm variable angle locking compression plate (va-lcp) 2 column volar distal radius plate, five (5) 1.8mm buttress screws, one (1) 2.4mm cortical locking screw, and two (2) 2.7mm cortical screws. All parts were intact with no malfunctions. Patient was revised to a dorsal spanning plate and six (6) 2.7mm locking screws. There were no surgical delays, x-rays are not available, surgery was completed successfully and patient outcome was stable. This is report 2 of 4 for (B)(4).

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. Customer quality conducted an investigation of the returned device. Device condition: the screw was received intact with surface and thread wear consistent with implant and explant. No defects were identified. As medical imaging was not provided a determination regarding the reported back out can not be concluded. Additionally, based on the provided information, no determination regarding the reported infection can be concluded. Thus, as no issue was identified, the complaint condition for this device could not be confirmed and could not be replicated. Lot number review: a DHR review could not be performed as the lot number is unknown. A material or material hardness check was not performed at cq as there is no indication that material or hardness would have contributed to this complaint as there was no deformation of the screw. Drawing review: the following drawing was reviewed; --2.7mm cortex screw: the device was identified as part number 202.872 based on the stardrive recess, fluted tip and the following dimensions. The overall length of the device measured 12.29 which is within the specification of 12mm +0.8/-0. The outer head diameter measured 4.97mm which is within the specification of 5mm with a head profile tolerance of 0.1mm. The major thread diameter measured 2.68mm which is within the specification of 2.75mm max. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Risk assessment: the screw implants for or w/o plates - core dossier design and clinical risk management (dcrm) document was reviewed and found to adequately address the complaint condition. Conclusion: based on the provided information no determination regarding the reported back out can be concluded. Thus, as no issue was identified, the complaint condition for this device could not be confirmed. A device history record (DHR) review, device inspection, drawing review, complaint history review, and risk assessment review were performed as part of this investigation. No defects were identified with the returned device and no product design issues or discrepancies were observed that may have contributed to the complaint condition. No malfunctions were observed during the course of this investigation. The risk assessment was found to adequately address the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Corrected data: initial medwatch mwr-02022018-0000052230 indicated information was correction. Information was additional narrative, not a correction. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.